Manufacturer narrative:
The bench repair technician evaluated the device and confirmed the reported problem. Proximal auto-zero solenoids replaced. Required performance verification testing completed and passed. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. However, this issue was discovered during the pre-use setup of the device. No medical intervention was provided to the patient, nor was a delay noted.

Manufacturer narrative:
The two (2) removed solenoid valves were returned to the failure investigation lab (fi). Visual inspection of external body and within the orifices revealed no anomalies. The fi technician installed the two solenoid valves into a fi ventilator to attempt to duplicate the reported issue. The two solenoid valves were tested, and the customer complaint of a proximal sensor auto zero failure 110b cannot be verified. There were no errors and no faults found. All testing passed.

Manufacturer narrative:
Submission date: 27sep2021 reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported to philips that the device had a machine pressure sensor error code. The customer reported there was no patient involvement at the time the issue was discovered.